Event description:
Pt was revised to address chronic dislocation.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. A depuy (B)(4) supplier reviewed the device history records and found the products conformed to the required specs and found no mfg deviations or anomalies. Provided info states the pt is a chronic dislocator. (B)(4). The investigation could not verify or identify any product contribution to the reported event with the info provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.